Event description:
Patient presented to the physician with tongue weakness and deviation to the right, being unable to move it to the left. The patient is currently undergoing speech therapy as part of their treatment.